Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced loss of dexcom g7 continuous glucose monitor (cgm) glucose readings on the ilet while readings continued on the dexcom g7 app, consistent with cgm signal loss isolated to the pump interface. No adverse clinical symptoms reported. Outcomes included no reported impact on health and no need for medical attention. User support included troubleshooting and user education with guidance to toggle cgm type settings, restart the pump, and re-enter the g7 pairing code, followed by a wait period to reestablish communication. Investigation of this case revealed that the ilet was not receiving sensor data due to a pairing or communication issue between the ilet and the g7, which was addressed by reconfiguration and restart. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication disruption between devices.